Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the solid state relay was replaced for a separate issue and the configuration files had been gathered for analysis. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while outside of a procedure, the configuration files on the imaging system were not correct. The reported issue occurred during log analysis by a medtronic representative. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect solid state relay was returned to the manufacturer for analysis. The relay was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.